Event description:
As reported by microvention's sales representative, "the case was embolization of aneurysm just past the acom in a2. The physician used a pluto microcatheter 17 and was using kaneka I-ed coils for the 1st time. The surgeon had difficulty placing the coils and a few kicked back out. They were not settling in the aneurysm." Reportedly, the physician decided to place a scepter xc to assist in the coiling. The physician reportedly used one of the coils to anchor the microcatheter and obtained access across the neck of the aneurysm. Reportedly, the sales rep had to step out of the operating room when the physician was inflating the balloon. As reported, "it was then noted by the surgeon that there was a vessel tear and fistula. The physician tried to inflate the balloon again and it did not inflate. The scepter was then swapped out with another scepter xc to minimize the bleed for 2-3 minutes. The bleeding had subsided a bit. Reverse antiplatelet therapy was started." The sales rep had to leave for another case. It is unknown at this time what further treatment was planned. As two scepter xc balloon catheters were used in the case, (lot # 0001253823 and lot # 0000988528), the sales rep is unsure which was in the patient during the vessel tear. Additional information was received from the sales rep who reported that "the device was discarded and will not be returned. It was the first I-ed coil that was being placed that kept kicking out. Therefore, a scepter xc was utilized to assist in keeping the coil intact. The coil was partially deployed to provide as an anchor to stabilize the pluto microcatheter while the balloon was being taken up to the sight." Updated information re: the patients' status was then received on 22dec2025. "Unfortunately, the patient passed away and no further details on what transpired after the case was provided." Additional information received: the sales rep provided the correct product lot number 0000988258 for the scepter xc balloon and indicated to not be aware of any co-morbidities or preexisting conditions.

Manufacturer narrative:
Additional information was received regarding the correct lot number for one of the scepter xc balloon catheters used in the case., see section b. A search for non-conformances associated with the provided part and lot number for (0000988258) did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A search for non-conformances associated with the provided part and lot numbers (0001253823 and 0000988528) did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Reportedly, the device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to further examine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported by microvention¿s sales representative, ¿the case was embolization of aneurysm just past the acom in a2. The physician used a pluto microcatheter 17 and was using kaneka I-ed coils for the 1st time. The surgeon had difficulty placing the coils and a few kicked back out. They were not settling in the aneurysm.¿ reportedly, the physician decided to place a scepter xc to assist in the coiling. The physician reportedly used one of the coils to anchor the microcatheter and obtained access across the neck of the aneurysm. Reportedly, the sales rep had to step out of the operating room when the physician was inflating the balloon. As reported:, ¿it was then noted by the surgeon that there was a vessel tear and fistula. The physician tried to inflate the balloon again and it did not inflate. The scepter was then swapped out with another scepter xc to minimize the bleed for 2-3 minutes. The bleeding had subsided a bit. Reverse antiplatelet therapy was started.¿ the sales rep had to leave for another case. It is unknown at this time what further treatment was planned. As two scepter xc balloon catheters were used in the case, (lot # 0001253823 and lot # 0000988528), the sales rep is unsure which was in the patient during the vessel tear. Additional information was received from the sales rep who reported that ¿the device was discarded and will not be returned. It was the first I-ed coil that was being placed that kept kicking out. Therefore, a scepter xc was utilized to assist in keeping the coil intact. The coil was partially deployed to provide as an anchor to stabilize the pluto microcatheter while the balloon was being taken up to the sight.¿ updated information re: the patients' status was then received on (B)(6) 2025. ¿unfortunately, the patient passed away and no further details on what transpired after the case was provided.¿